Event description:
Lap assisted right colon resection. Plc75 dlu was loaded with plcr75b reload and was fired twice. On the third firing, dlu misfired across the specimen portion. An unusual noise was heard during firing. Dlu had been properly rinsed between each reload to remove any loose staples from the plc. However, the knife blade was exposed and there was 3cm tear in the tissue, not the pouch. Dr switched to another product for final firing across the specimen. Dr had to close the tear in the tissue with 3 sutures.